Event description:
It was reported that during an unknown procedure, the device could not be opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided.

Manufacturer narrative:
(B)(4). Date sent: 02/16/2022. Additional information received: hospital visiting was restricting so that no further information could be obtained. The patient¿s condition is stable.